Event description:
It was reported that the device voltage was 2.55v yet it had not tripped elective replacement indicator. Later the device battery was reported at 2.97v. The device is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the device voltage was 2.55v yet it had not tripped elective replacement indicator. Later the device battery was at 2.97v. It was further reported that elective replacement indicator triggered prematurely, possibly due to high battery impedance. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage. On (B)(4) 2010, the telemetered battery voltage was 2.55 v while the daily battery voltage trend measurement was 2.92 v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.55 v while the daily battery voltage trend measurement was 2.92 v. The device is part of the advisory for this model.